Manufacturer narrative:
In follow up with a medela clinician on (B)(6) 2017, after the initial medwatch filing, the customer reported that her doctor thinks she has resistant intraductal candidiasis, which is yeast inside her milk ducts and he believes that is why she has been resistant to the antibiotics. The customer stated that she is not sure she had mastitis as she had reported, but thinks she may have had plugged ducts and took the antibiotics as directed. She stated that she never had a fever or chills and has been working with a lactation consultant and her doctor. She was since diagnosed with candida and is now on prescription medication to treat that. She indicated that she is feeling much better and her symptoms are resolving. The device was evaluated with the customer's parts and accessories and it passed all cycle and vacuum testing, though it was noted during the evaluation that the tubing, valves and connectors had residue in them. The customer's complaint of low suction could not be confirmed.

Manufacturer narrative:
Troubleshooting was performed with the customer, including inspecting components/accessories for damage, cleaning and reassembling component/accessories and verifying breast shield fit. After troubleshooting, the customer indicated that the 24mm breastshield seemed a bit too large. Smaller breastshields and a new breast pump were sent to the customer. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, the customer alleged that her pump in style breast pump has had low suction since mid (B)(6). She reported that she has gotten seven infections/clogged ducts and each time it went away, then would come back. She went to the doctor and was prescribed an antibiotic. She indicated that the pump is causing a lot of pain and she has been using it intermittently since (B)(6).